Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died due to a pacing problem of the implantable pulse generator (ipg). The patient was biking to the local physician and passers-by found the patient kneeling on a path and gasping, then the patient collapsed and was without a pulse. The rescue service transported the patient, who had questionable ventricular fibrillation (vf) and was not breathing, while doing cardiopulmonary resuscitation. The ipg was not functioning and no heart actions were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.